Event description:
While removing (d/c) hemovac drain in lumbar spine - resistance was encountered. Upon additional attempt at removal - drain broke off. Patient required a surgical procedure to remove retained portion measuring 8 cm x 0.3 cm.